Event description:
It was reported the ems was used during a laparoscopic hernia procedure. It was reported the device jammed. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.48538. Ees#.980234/j. Endopath multifeed stapler: based upon inquiry info received and visual examination, no conclusion could be reached as to how the reported event occurred. The instrument was received with two staples in the nose. The instrument was cycled and fired 25 staples successfully.